Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a blood glucose level of 240 mg/dl for about one hour after starting therapy and before an infusion set change, with concern about supply sufficiency and discussion of possible manual insulin outside the system. Symptoms included elevated blood glucose without reported ketosis or additional clinical symptoms. Outcomes included user distress that required assistance from a family member and customer education on site change frequency and disconnecting the pump if administering outside insulin; a goodwill overnight supply order was provided. Investigation included troubleshooting and user education regarding infusion set replacement and proper use, including disconnecting before any external insulin dosing. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with the event likely related to infusion site management and therapy workflow. It was concluded that the event was resolved after site change and resumption of insulin, with no medical intervention or hospitalization required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.